Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e, there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "there was no label affixed to one tube."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-09. H.3. Investigation summary: bd received 100 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing unit label was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing unit label with the incident lot was observed as one (1) of the tubes was missing its label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing unit label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "there was no label affixed to one tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.